Event description:
Rptr's physicians have found these blades provide an inferior light source; the intensity is poor, especially during emergency intubation. These blades were purchased in 1993. This concern was made known to MFR 4/94; rptr's cleaning/decontaminating process was contrary to theirs. However, rptr had some new blades that had not been used that, when properly cleaned and eto sterilized, still had a less than satisfactory light quality. The MFR accepted a number of rptr's blades back and provided replacements. They had no problems with those marked "germany"; a greenish discoloration in the crevices is probably detergent residue from earlier cleanings. Co reported no history of blade problems caused by iodine soaks prior to eto sterilization; engineer unable to determine exact info causing problem.s